Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's internal port adapter needs replaced to address the issue. Additionally, the inlet air path assembly and removable air path foam was replaced per remediation and the software upgraded to the current version.